Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer stated that he rarely tests his blood glucose or delivers boluses. The customer stated that he does not have an appetite and seldom eats. The customer's doctor has prescribed medication to increase the customer's appetite, but thus far it has not worked. The customer also has had three heart attacks, had lost both legs, and has gastroparesis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.